Manufacturer narrative:
Non-conformance was confirmed on the transpac IV unit received for evaluation. The problem experienced by the customer was determined to be due to a foriegn substance on the phone jack connector indicating that the conductors had come in contact with the fluid. The transducer did not zero during initial testing. Attaching and detaching of the transducer to the reusable cable during subsequent testing adequately reduced the contamination on the conductors. Pressure was then applied and a reading was observed. Contact with fluid can cause the unit to perform improperly or give inaccurate readings during use.

Event description:
Received report of monitoring line showing inaccurate values. A patient having open heart surgery had three monitoring lines for his procedure. Toward the end of surgery, the anesthesiologist noted upward drift of values from the pa line. Upon arrival in ICU, pressures were 70/50's per the pa line. Staff attempting to rule out cardiac tamponade. Line re-zeroed, initial pressures were better but they again drifted high. The values did not agree with clinical data. The line was re-zeroed again with same scenario. Re-zeroed again, and then values drifted down to negative values. The monitor module was ruled out as the cause of the problem. The cable was switched without improved results. Transducer switched, values then matched clinical data. No erroneous therapy given, no patient harm reported. Hypovolemia treated with IV fluids.